Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown minicap, (B)(4) addresses the transfer set report, (B)(4) addresses the automated pd set with cassette report and (B)(4) addresses the titanium adapter report for this patient.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day, the patient was hospitalized for the reported event. The treatment for peritonitis was unspecified antibiotics (dosage, route, and frequency not reported). The cause was reported to be due to the patient swimming in unclean water. While in the hospital, the pd catheter was removed and the patient was started on hemodialysis therapy. The patient was discharged from the hospital six days after admission, but they had not yet recovered from the peritonitis. Additional information was requested, but was not available at this time. This is report 3 of 4.